Event description:
During the index procedure two in. Pact admiral balloon catheters were used to treat the right proximal, middle and distal superficial femoral artery (r1). During the procedure the patient suffered from a type b dissection in the proximal and mid sfa. It was confirmed that the dissection was caused by both dcbs. It was also stated that dcb lot number 0011091247 (pli20) also had a geographic miss. The event was treated with provisional stenting. The patient recovered. The procedural results showed good inflow and outflow with no perforation. The ae was assessed as not related to an underlying condition or disease.

Manufacturer narrative:
Patient race: other - egyptian. If information is provided in the future, a supplemental report will be issued.